Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an oss procedure. Subsequently, the patient started experiencing pain while squatting. It was determined that the anchor plug contacted the spindle and broke. The surgeon also found the anchor plug had migrated about 1 cm. A successful revision was completed. No further information has been provided.

Event description:
It was reported that the patient underwent an oss procedure. Subsequently, the patient started experiencing pain while squatting. It was determined that the anchor plug contacted the spindle and broke. The surgeon also found the anchor plug had migrated about 1 cm. The patient has not yet undergone a revision surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - japan the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-03033.